Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a low anterior resection, the patient experienced post-operative bleeding of 500cc or more. During the initial surgery eea sizers were used and there was no indication that the device malfunctioned. The device will not be returned. The patient underwent reoperation, the staple line was oversewn and the patient received a transfusion. It was unknown whether reinforcement material was used. The patient is fine now.